Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the medication order was not showing. The technical support specialist identified that the item code was missing from the head length 7 message and advised that it needed to be added to the stock keeping unit 2 field on the quality system1 side for the messages to include the item code. The issue was resolved. The system functioned as intended after troubleshot by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,18-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ 4000 the medication order was not showing on the cabinet. Orders on myqlink were checked, and it was noted that the med order came through with no item ID attached, which is why the facility was unable to see it. Medication was attempted to be added without success. There were no adverse events or injuries reported based on this incident.